Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. There was blood in the balloon which is indicative of a leak. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 8mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issues with the hypotube. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that balloon ruptured upon first inflation at 10 atm. The device was simply pulled out of the patient's body without any problem, and the procedure was completed with a different device. No complications reported, and the patient's condition was good after procedure.

Event description:
It was reported that the balloon ruptured. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that balloon ruptured upon first inflation at 10 atm. The device was simply pulled out of the patient's body without any problem, and the procedure was completed with a different device. No complications reported, and the patient's condition was good after procedure.